Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation. A site selective pacing catheter (sspc) was used to place a new lead high on the septum. There was no effusion. No additional adverse patient effects were reported. According to additional information from the field representative, the lead will not return as there was no malfunction; the patient exhibited a rotated heart.